Event description:
Percutaneous coronary intervention. Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Target lesion; rca, 90% stenosis. During the procedure, it is reported that the imaging catheter was halted after attempting to automatically return to the ready position. The catheter was then removed from the patient and it was found that the transducer penetrated the outer sheath. There was difficulty withdrawing the catheter from the patient. No injury to patient reported. No treatment of patient required due to malfunction.